Manufacturer narrative:
H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of micro-volume extension sets leaked from the filter. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) # - the complete UDI number is not available as the lot number is unknown. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.